Manufacturer narrative:
The valve and esheath were returned to edwards lifesciences for evaluation. During pre-luminary engineering evaluation, two valve frame struts on the inflow side were observed to be slightly bent. Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, the 26mm sapien 3 ultra valve became damaged. During insertion of the 26mm commander delivery system with 26mm sapien 3 ultra valve into the 14f esheath, after the insertion of the loader and push of the delivery system, the delivery system became ¿stuck¿ reportedly, just in front of the expandable portion of the esheath. The delivery system/valve and esheath were removed as a unit without injury to the patient. After the removal the esheath, the liner was observed to be unexpanded and the valve was ¿lost¿ in the esheath after delivery system removal. A second 26mm sapien 3 ultra valve/delivery system and 16f esheath were prepared and the patient is doing well. The result after implantation was very good with no residual pvl. The patient was discharged.

Manufacturer narrative:
The devices were returned for evaluation and an engineering evaluation was performed. The devices were visually inspected for any abnormalities and the following observations were made. The crimped valve was returned stuck inside the sheath shaft. Two (2) struts slightly bent outward on inflow side. All struts were exposed through skirt, normal after crimped and used. The post-expanded valve showed that the valve was distorted/ damaged. All leaflets dehydrated and wrinkled due to the storage condition (prolong crimping) during the return handling process. The valve struts remain exposed through skirt, normal after crimping and use. Bent struts were corrected at inflow. Imagery was provided from complaint site and the following were observed: the patient had calcified and tortuous access vessel. The DHR was reviewed and did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history was performed and revealed no other complaints for ¿frame ¿ damaged ¿ during use.¿  during the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint for ¿frame ¿ damaged ¿ during use¿ was confirmed based on the return product, but no potential manufacturing non-conformance were identified. A review of the lot history, DHR, and manufacturing mitigations did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. As reported, ¿after the insertion of the loader and push of the commander, the commander catheter stuck a few cm into the esheath just in front of the expandable portion of the sheath.¿ additionally, it was noted the patient access vessel had calcification and tortuosity. The presence of calcification and tortuosity can create a challenging pathway during the delivery system advancement through sheath. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿, ¿if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system¿, and ¿do not over-manipulate the sheath at any time¿. It is possible that difficulty was encounter during the delivery advancement, so excessive manipulation was applied to overcome the resistance as indicated by the sheath shaft damage. If excessive force is applied, it can lead to the valve struts catching within the sheath and result in observed bent struts. These patient/procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. A CAPA was opened further investigate this issue.  As such, available information suggests that patient factors (calcification/ tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Although no labeling or IFU/training inadequacies were identified, a product risk assessment has previously been initiated to capture the product risk assessment, and a CAPA has been initiated to capture further investigation and corrective/preventive action activities.